Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately twelve years and ten months post index procedure a CT revealed that the aneurx stent graft bifurcate had migrated distally. Additionally, the aneurx stent graft left iliac limb appeared to have migrated proximally causing a distal type I endoleak. The patient was treated. The aneurx appeared to have migrated distally but no type I endoleak was seen upon angiogram but a type ib endoleak was seen from the left iliac limb. The aneurx was anchored in place with aptus then 36x49 endurant cuff was put in to extend up and also anchored in with aptus. The left iliac limb was extended with a 16x20x82mm endurant limb and the type ib was resolved. No leaks upon completion angio. It was reported that the patient had both a pararenal and infrarenal aneurysm. Per the physician, degeneration throughout the aorta was the cause of the migration and distal type I endoleak. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.